Event description:
It was reported that the customer passed away due to complications of diabetes mellitus. The blood glucose reading at the time of death was unknown. The customer's son stated that the insulin pump had stopped working, and the customer had tried to troubleshoot. A replacement was to be sent and the customer was advised to revert to his back-up plan; the customer passed away 7 hours later. The caller stated that the customer had called his emergency doctor but did not receive a call back. The customer had removed the insulin pump prior to passing and he was alone, so the caller could not verify how long he had discontinued its use, possibly a few hours. The customer's spouse did not want to return the insulin pump for analysis nor answer any further questions. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.